Manufacturer narrative:
Patient /user involvement: the device was outside of clinical use at the time the issue was discovered.

Event description:
The customer reported that a ventilator was not running on battery. The customer did not provide an exact context of when the issue was found. The customer simply reported that there was no type of patient problem experienced. Therefore, there was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer replaced the power cord following the rse advice to recharge the battery normally. Once the battery was fully charged the customer was advised to run a battery test and return the unit to service. The customer reported that these actions repaired the issue, and the unit was put back into service.